Manufacturer narrative:
The returned device was evaluated. During evaluation the device powered on with battery power and remained on for approximately 3 hours and 30 minutes. The low battery alarm with audible and visual indicator was verified functional. The unit was determined to be functioning as designed.

Event description:
It was reported that the rad-8 does not hold a charge for longer than 1 hour. There was no known impact or consequence to patient.